Event description:
It was reported that the bd posiflush¿ syringe plunger was difficult to move during the injection. The following information was provided by the initial reporter, translated from portuguese: "pre-filled syringe presents resistance during injection of solution through venous access (the plunger/stopper does not slide)."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 306565 and lot number 2194253. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, eight (8) retained samples were obtained from the manufacturing facility for evaluation. Silicone distribution testing was performed on the retained samples and one (1) of the samples was found to have light siliconization, although homogenous. Based on the investigation results, an exact cause could not be determined for this reported incident, but it is possible that it originated from the silicone distribution process at the fill machine. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ syringe plunger was difficult to move during the injection. The following information was provided by the initial reporter, translated from portuguese: "pre-filled syringe presents resistance during injection of solution through venous access (the plunger/stopper does not slide)."